Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported six days post implant that the right atrial (ra) lead was sensing r waves and was unable to obtain pacing thresholds. Chest x-ray confirmed the ra lead was in the right ventricle. The lead was reprogrammed and turned off and the ra lead was repositioned to the right atrium. No patient complications have been reported as a result of this event.